Event description:
Patient was implanted with tibial nail on an unknown date. Patient was returned to the operating room on (B)(6) 2013 for revision surgery. The surgeon removed the nail and replaced the nail with another nail. No further information on the event was provided at this time.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.